Event description:
Following a carotid endarectomy, a fabric patch was used to close the incision in a pt's carotid artery. Excessive bleeding occurred at the closure site. The surgeon had properly prepared the material by pre wetting. Md noted that during stitching, the fabric felt "funny". As a result of the bleeding, the pt experienced some blood loss, changes in ECG and a decrease in hematocrit. The pt was treated with topical hemostatic agents and given a blood transfusion. The incident added 90 minutes to the length of the procedure. The pt has since recovered, was discharged and is not expected to experience any complications from the event. All samples of the patch with the same lot number were removed from the or stockroom.